Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient had been hospitalized in the intensive care unit (ICU) with hyperglycemia. The patient had fallen, was bleeding and went to the emergency room (ER). The patient's blood glucose levels reached 1200 mg/dl while wearing the pod between 24 and 36 hours. The patient was placed on intravenous therapy of fluids and insulin and was diagnosed with a urinary tract infection (uti) the patient was released 2 weeks later. The pod was removed prior to the hospital. The pod was discarded.